Manufacturer narrative:
Manufacturers evaluation summary: the device history record review for the batch in question confirmed that the device met all material, assembly and performance specifications. The device was not returned as it remains implanted in the patient. Based on the information available, there is no indication that the device was not used in accordance with the labeling. This device was placed after the rupture of the aneurysm during the procedure, so it can be concluded it did not cause or contribute to the rupture. However, thromboembolic complications were encountered after the placement of the device. Thrombus is a commonly recognized procedural side effect of coil embolization. From the information available, the most probable root cause is operational context having contributed to this thromboembolic event.

Event description:
The pt presented with a subarachnoid hemorrhage and ruptured multilobed left anterior communicating artery aneurysm (acom). The first coil was successfully placed into the aneurysm. After the successful placement of a second coil, there was "some displacement of the initial coil" to the left a1/a2 junction of the left anterior cerebral artery (aca) but it remained patent. A further four coils were successfully deployed into the aneurysm. At the point the physician opted to move the balloon from the right a1/a2 junction to the left side without incident but it was left deflated. As the seventh coil was being positioned into the aneurysm, the physician noted the immediate loop of the coil extended beyond the confines of the aneurysm. This coil was deployed into the aneurysm. Angiography demonstrated some bleeding and the pts condition deteriorated, anticoagulation was reversed and the pt was stabilized. Another coil was deployed and angiography revealed that the bleeding had stopped. A further two coils [including this device] were deployed and shortly after this it was noted that the left aca a2 segment was occluded. The physician administered a dose of reopro at the origin of the left aca a2 segment and the flow was restored. A subsequent angiogram revealed the vessel was re-occluded and a further dose of reopro was administered without effect. The physician placed a stent into the aca with the mid point of the stent at the a1/a2 junction. Flow was immediately noted to be improved. There was less robust cross filling of the acom left to right compared to pre-treatment images but there was no residual affect observed in the aca. The pt was discharged home with mild right hemiparesis twenty days post procedure.